Event description:
We received an allegation of questionable results for 4 patient samples tested with calcium gen.2 (ca2) on a cobas pro c 503 analytical unit. Sample 1 resulted in an initial calcium value of 4.28 mmol/l. Upon repeating the test on another analyzer the calcium value was 2.31 mmol/l. Sample 2 resulted in an initial calcium value of 3.5 mmol/l. Upon repeating the test on another analyzer the calcium value was 2.25 mmol/l. Sample 3 resulted in an initial calcium value of 3.69 mmol/l. Upon repeating the test on another analyzer the calcium value was 2.39 mmol/l. Sample 4 resulted in an initial calcium value of 4.32 mmol/l. Upon repeating the test on another analyzer the calcium value was 2.72 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were reported outside of the laboratory. The calibration and qc performed prior the event were acceptable. The ca2 reagent lot number was 661077. The expiration date was 30-nov-2023.

Manufacturer narrative:
Service decontaminated the water tank, serviced the water unit, recalibrated the assays, and performed acceptable patient comparisons. The investigation is ongoing.

Manufacturer narrative:
Imdrf codes were updated. The investigation determined that the reverse osmosis water facility had not been maintained according to the manufacturer's specifications. Experience has shown that calcium is sensitive to reverse osmosis water facilities that have not been maintained properly. The finding fits the reported issue and it had been solved. The customer had not reported any further issues since. The maintenance of reverse osmosis water facilities is under the customer's responsibility. No product quality issue identified.